Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 09july2019. Manufacturer's field service engineer (fse) evaluated the unit. Customer reported original issue and error code message of post board over temp. Fse replaced the battery and touch user interface board to resolve the reported issues. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
Customer contacted technical support stating that unit had error code message of corrupt calibration table. The customer reported there was no patient involvement.